Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the load step malfunction was duplicated during testing: the pump did not recognize the cartridge during the load step. The force sensor was found to be out of calibration, and the force sensor resistance measurement was out of specification. There was evidence of green contamination observed around the force sensor plate.

Event description:
It was reported the pump did not recognise the filled insulin cartridge. There was no adverse event associated with this issue.